Event description:
It was reported that a tlc55 was used during an unk procedure. It was reported by the affiliate that the surgeon could not fire the instrument. He used another tlc55 to complete the case. There was no consequence to the pt.